Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c4000 processing module for one sample. The following results were provided: (customer provided normal range for mg+ 1.6-2.6 mg/dl) on (B)(6) 2024 initial result = 6.2 mg/dl, repeat result on another instrument = 1.8 mg/dl no impact to patient management was reported.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c4000 processing module for one sample. The following results were provided: (customer provided normal range for mg+ 1.6-2.6 mg/dl) (B)(6) 2024 initial result = 6.2 mg/dl, repeat result on another instrument = 1.8 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated archtect magnesium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed. A ticket search by lot did not identify an increase in complaint activity for the current issue. Trending review did not identify any trends for the issue under review. Device history record review for lot 61040ud00 did not identify did not identify any non-conformances or deviations. The overall performance of architect magnesium was reviewed using worldwide field data. The review data suggests the product is performing acceptably in the field. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect magnesium assay for lot number 61040ud00 was identified. All available patient information was included. Additional patient details are not available.